Manufacturer narrative:
(B)(6). (B)(4). This product is not approved for sale in us but a similar product with catalog number: 9393009 and 510k number: k094025 is approved for sale in us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent unspecified spinal procedure with implantation of cage and screw. On an unknown date post-op, the cage was found to be "moving". Revision was performed on another facility to replace the cage.fusion did not occur. Surgeon's commented that the cause of migration of cage is unknown because initial was conducted by other hospital. No patient complications were reported.